Manufacturer narrative:
The batch record review for radiesse, lot a00156520, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00156520) and no similar events were noted. Assessment by merz: the event occurred in compatible local and temporal relationship. Injection site hypersensitivity (serious) is equivalently expected as allergic reaction based on the current valid ukrainian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported swelling and redness are considered to be symptoms of the allergic reaction. In this case the patient received comprehensive treatment with a resolved outcome (ambiguously reported as resolving). According to the physician, the corrective treatment was administered to prevent a life-threatening condition or to prevent permanent damage to a body structure or function. Causality for the event was assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious event injection site hypersensitivitiy because treatment was deemed necessary to prevent a permanent damage and due to life-threatening condition. Merz causality re-assessment due to follow-up information received on 01-apr-2026: the outcome of the event was reported as resolved. Following internal review, off-label use of the device and product preparation issue were added for formal reasons. The information provided notes ¿improve skin quality 1:4¿; however, no explicit information on dilution, diluent, or preparation method was provided by the reporter. Therefore, dilution cannot be confirmed. Dilution of radiesse is not an approved indication for radiesse in ukraine. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. Although during follow-up the event was described as being of aesthetic nature, the case was maintained as serious, as the event referred to "in this follow-up version" was not further specified and the "need" for as well as "used" corrective treatment "reported during initial version" was considered. This case remains as serious with the serious event injection site hypersensitivity because treatment was deemed necessary to prevent a permanent damage and due to life-threatening condition.

Event description:
Case description: this spontaneous report was received from an ukrainian health care professional and concerns a 42-year-old (ambiguously reported as 46-year-old, weight: 52 kg, height: 168 cm) female patient. The patient was injected subcutaneously with a total of 1.5 ml of radiesse, for skin quality improvement, on (B)(6) 2025. Batch number was reported as a00156520 (expiry date: 31-mar-2026). The batch record review was received and the lot number for radiesse was confirmed as a00156520 (expiry date: 31-mar-2026). A lot search in the global safety database was conducted. She was injected with 0.75 ml into 2 points on each side. Dilution was done at a 1:4 ratio. A 25/50 cannula was used. Previous aesthetic injections included teosyal ultra deep hyaluronic acid filler (rha1). Previously, the patient was treated with lidocaine solution and water for injection, and had no adverse reaction either to the treatment or to the metal of the cannula, as reported. Disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab in the past, medical history, surgical interventions and current medications were reported as none. On (B)(6) 2025, 4 hours after the radiesse injection (also ambiguously reported on (B)(6) 2025), the patient experienced allergic reaction with swelling and redness on the lower face. On (B)(6) 2025, at 4 pm, corrective treatment included venflon inserting, intramuscular suprastine injection (20mg/ml), prednisolone (3mg/kg, 100 ml), 1% dimedrol solution (1 mg/kg) and nacl (1400 ml for 2 hours) and pressure measurement, each 15 minutes. At 8 pm, corrective treatment included intramuscular suprastine injection (20mg/ml), intravenous furosemide (1 ml, through venflon), and 3 subcutaneous adrenaline (injected when pressure was below 100/60 torr) injections. From (B)(6) 2025, the patient received intravenous rheosorbilact (400/200 ml). From (B)(6) 2025, the patient received nacl (1400 ml for 2 hours). From (B)(6) 2025, the patient received intramuscular suprastine injection (2 times/day). No systemic antibiotics were prescribed. Due to the provided information, the outcome of the event was considered as resolved, on (B)(6) 2025 (ambiguously reported as resolving). In the opinion of the reporter, the event was of severe intensity and life-threatening. It was ambiguously reported that the event was considered to be permanent. A causal relationship to the incorporated local anaesthetic in the radiesse was not suspected and a causal relationship to the radiesse was suspected. Follow-up information was received on 01-apr-2026: the patient was injected with radiesse into the zygoma, for reposition and middle third lifting. Fan technique was performed. No complications were recorded after reported past aesthetic procedures. Malfunctions or device deficiencies that occurred during treatment were reported as none. It was ambiguously reported that a dilution was performed at a 1:4 ratio (product preparation issue, off label use of device). On (B)(6) 2025, after the radiesse injection, the patient experienced the event along the fan. Corrective treatment included intrafocal injection of collagenase (approximately 300-500 units, 1-2 procedures). After 1 week, corrective treatment included platelet-rich plasma (prp) therapy on the entire face and in the focus 1-3 procedures. In the interval between prp, a week after the first procedure, a treatment included radiofrequency (rf) morpheus with a needle (1-2 procedures, there was a possibility to alternate with prp after 2 weeks). The outcome of the event was reported as resolved on (B)(6) 2025. In the opinion of the reporter, the event was related to radiesse. Therefore, the causality was changed from reasonable possibility/suspected to related. A therapy was performed to improve the patient's aesthetic appearance and a permanent damage did not remain. It was reported that this adverse event was purely aesthetic in nature.

Event description:
Case description: this spontaneous report was received from an ukrainian health care professional and concerns a 42-year-old (ambiguously reported as 46-year-old, weight: 52 kg, height: 168 cm) female patient. The patient was injected subcutaneously with a total of 1.5 ml of radiesse, for skin quality improvement, on (B)(6) 2025. Batch number was reported as a00156520 (expiry date: 31-mar-2026). The batch record review was received and the lot number for radiesse was confirmed as a00156520 (expiry date: 31-mar-2026). A lot search in the global safety database was conducted. She was injected with 0.75 ml into 2 points on each side. Dilution was done at a 1:4 ratio. A 25/50 cannula was used. Previous aesthetic injections included teosyal ultra deep hyaluronic acid filler (rha1). Previously, the patient was treated with lidocaine solution and water for injection and had no adverse reaction either to the treatment or to the metal of the cannula, as reported. Disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab in the past, medical history, surgical interventions and current medications were reported as none. On (B)(6) 2025, 4 hours after the radiesse injection (also ambiguously reported on (B)(6) 2025), the patient experienced allergic reaction with swelling and redness on the lower face. On (B)(6) 2025, at 4 pm, corrective treatment included venflon inserting, intramuscular suprastine injection (20mg/ml), prednisolone (3mg/kg, 100 ml), 1% dimedrol solution (1 mg/kg) and nacl (1400 ml for 2 hours) and pressure measurement, each 15 minutes. At 8 pm, corrective treatment included intramuscular suprastine injection (20mg/ml), intravenous furosemide (1 ml, through venflon), and 3 subcutaneous adrenaline (injected when pressure was below 100/60 torr) injections. From on (B)(6) 2025, the patient received intravenous rheosorbilact (400/200 ml). From on (B)(6) 2025, the patient received nacl (1400 ml for 2 hours). From on (B)(6) 2025, the patient received intramuscular suprastine injection (2 times/day). No systemic antibiotics were prescribed. Due to the provided information, the outcome of the event was considered as resolved, on (B)(6) 2025 (ambiguously reported as resolving). In the opinion of the reporter, the event was of severe intensity and life-threatening. It was ambiguously reported that the event was considered to be permanent. A causal relationship to the incorporated local anaesthetic in the radiesse was not suspected and a causal relationship to the radiesse was suspected.

Manufacturer narrative:
The batch record review for radiesse, lot: a00156520, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00156520) and no similar events were noted. Assessment by merz: the event occurred in compatible local and temporal relationship. Injection site hypersensitivity (serious) is equivalently expected as allergic reaction based on the current valid ukrainian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported swelling and redness are considered to be symptoms of the allergic reaction. In this case the patient received comprehensive treatment with a resolved outcome (ambiguously reported as resolving). According to the physician, the corrective treatment was administered to prevent a life-threatening condition or to prevent permanent damage to a body structure or function. Causality for the event was assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious event injection site hypersensitivitiy because treatment was deemed necessary to prevent a permanent damage and due to life-threatening condition.